Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) and a patient who was implanted with a neurostimulator. It was reported that the patient was slated for a thoracic/lumbar spine MRI but the patient reported losing stimulation and not being able to connect to their implantable neurostimulator (ins) with the patient programmer. It was originally suspected that an overdischarge occurred but it was confirmed that the patient had a primary cell battery and therefore could not be in overdischarge. The patient was able to meet a clinician with a physician programmer that was able to put the implantable neurostimulator (ins) into MRI mode. It displayed that the patient had full body eligibility for MRI. The patient told the hcp that their leads had moved. An x-ray had been taken in (B)(6) and showed that the leads had moved. It was unknown when the patient noticed that it did not work. It was reported that a manufacturer representative had recently interrogated the ins and confirmed that the system was working. The patient called in and reported that they had seen a call your doctor screen and the 574 error code. The patient reported that they needed to an MRI next week. They had recently had their ins checked because they were trying to see what was wrong with the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.